Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. D10: concomitant med products and therapy dates: vapr tripolar 90 suction elect device, (B)(6) 2024. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 2 of 2 for (B)(4) it was reported by the healthcare professional in china that during an arthroscopy surgery on (B)(6) 2024, it was observed that the vapr tripolar 90 suction elect device did not stop working after ablation and displayed the alert code ¿cut/coag stuck'. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional testing of the returned device. Visual inspection revealed that vapr tripolar 90 suction elect was not returned in its original package. The tip does show signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the ablate mode the device worked as intended using hand controls and footpedal. On the coagulate mode for handcontrol one of the buttons didn¿t work as intended, the footpedal activation worked as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, tip has appearance of very little activation that had taken place. Suction holes were clear. Handle was in a good condition. No saline residue was found around the switch boot. The device passed the electrical checks. The device failed the coagulate function for one button (sw3). Additional testing was performed. The rubber switch boot was removed to allow inspection of the switches. No obvious damage to the switches or pcb. The faulty button was pressed directly without the rubber switch boot fitted. This resulted in that the coag button remained non-functioning after pressing directly. Following further manipulation/pressing, all buttons began to work. A DHR review has been performed for the complaint device lot number u2401082. No issues (ncrs or deviations) with the manufacturing process have been identified which could attribute to the complaint in question. The customer stated that the ts90 device gave 'continuous activation and alter code cut/coag stuck". Testing could not replicate the customer complaint on the device, however, it was established that one coag button on device would not function. Pressing the buttons would not activate the device. Visual inspection did not reveal any clear defects on the switches or pcb. Subsequent manipulation/pressing of the faulty switches resulted in all correctly functioning. It's recommended that the internals of the switches be inspected to assess if a root cause can be established. Physical complaint devices have been returned to atl UK for investigation. From investigation were unable to reproduce the costumer reported problem 'that during the surgery, device does not stop working after ablation, and alert code ¿cut/coag stuck' however were able to confirm a fault with returned electrode: fault on coag ¿ one button did not function (sw3), other two buttons functioned. From initial investigation we have determined as no corrosion is present affecting the buttons which would indicate saline ingress through the switch boot, a potential cause of the fault seen is a defect with the tripolar switch pcb itself which could be the button or a physical interface issue. We have reviewed the incoming inspection history and integrity of the switch pcb assy component part number: 295008-ac batch car1626322 used in the manufacture of complaint device lot u2401082. A review of our quality records for this component batch shows no anomalies or non-conformances which could cause the defect seen. As the preliminary complaint investigation performed by atl UK indicates possible defect in the tripolar switch assembly, a supplier investigation has been raised against the supplier who will investigate this issue further to determine root cause and implement any appropriate corrective actions. As per mitek tripolar 90 suction electrode control plan 921110-bc this product is subject to 100% end of line electrical & functional testing at process ID no: 500.06 - 500.46 which would have detected this failure if this defect was present during manufacturing. Based on the reported event description, the failure mode does not appear to be an out of box failure, but more the case where the switches have deteriorated during use. The failure mode has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within 892007-dy for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as low as reasonably achievable (alra). (B)(4). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause could be traced to component failure. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h2, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.